Manufacturer narrative:
Device was used for treatment, not diagnosis. Device returned for investigation october 27, 2016. Device history review was completed. Release to warehouse date:june 4, 2008 expiration date: na . Made by: (B)(4). No non-conformance records were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. A product development investigation was performed for the depth gauge (part number 319.006, lot number 5796737). The subject device was returned with the complaint condition stating the device was received in multiple pieces. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was not returned. The slider is loose in the hollow body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. Drawings were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The exact root cause of the complaint condition cannot be determined. But the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during storage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no reported patient involvement device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No service history review can be performed as part number 319.006 with lot number(s) 5796737 is a lot/batch controlled item. The manufacture date of this item is june 04, 2008. The source of the manufacture date is the release to warehouse date. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a depth gauge was found broken in half. It is uncertain when the device broke. The broken depth gauge was discovered by sterile processing. This is report 1 of 1 for com-(B)(4).